Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the unexpected loss of power. After replacing the battery power cable assembly, power pcb assembly,battery pins and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The likely cause of the reported issue was determined to be due to fretting corrosion on the pcb mounted jack connector, j11, and cable -mounted plug connector, p11.

Event description:
The customer contacted physio-control to report that their device experienced a lock-up during patient monitoring. In this state, the device would not be able to provide defibrillation energy, if needed. There were no reports of adverse effect to the patient as a result of the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. The electronic patient record was downloaded and reviewed. Upon review, it was observed that the device unexpectedly powered off during patient monitoring. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced a lock-up during patient monitoring. In this state, the device would not be able to provide defibrillation energy, if needed. There were no reports of adverse effect to the patient as a result of the event.